Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was evaluated and reloaded. The generator and workstation back up configuration were restored. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that patient identification data and image data did not align. There is no report of death or serious injury.